Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "red stop sign occurred" (device displays error message); "system shut down" (loss of power). A nurse reported during a case a red stop sign was received when switching from vitrectomy to extrusion mode. The facility reported that the system shut down after the system message was received. As a backup system was being set up to complete the case, the original system rebooted itself. Perfluoron was used to keep the retina in place. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. A review of the complaints for the last 24 months did indicate an additional, related report for this system. A review of service requests for the last 24 months did indicate an additional, related report for this system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).